Event description:
The patient underwent a total disc replacement with prodisc-c at c6-c7 on (B)(6) 2012. The patient developed anterior and posterior osteophytes and was having neck pain. The prodisc-c was explanted on (B)(6) 2013. The patient underwent an anterior cervical fusion and was revised to a competitive plate and spacer. The procedure was successfully completed with no patient injury reported. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. The existence or growth of osteophytes after tdr has been observed clinically in a large number of cases, but are usually asymptomatic. There is no clinical evidence to show that osteophytes are the reason for the patient's continuing pain. "Myelopathy or pain" is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. A review of the relevant literature indicates that the incidence of heterotopic ossification (ho) ranges anywhere from 20-71% of prodisc-c patients. In more severe cases, autofusion (0-18.8%) can occur, preventing segmental motion the implant was designed to allow. Despite this potential limitation, patients with ho continue to do well clinically, and no specific harms to the patient were identified. Although several factors have been cited as potential initiators of ho, the definitive cause(s) remains unknown. The prodisc-c technique guide specifically outlines certain techniques in performing the discectomy, decompression, and remobilization of the disc space (prior to implantation) to help minimize the potential for ho. It states: preserve the integrity of the bony endplates; only the cartilaginous endplates should be excised. Endplate remodeling should only be performed if posterior osteophytes interfere with implant positioning or excision is necessary for neural decompression. The uncinatus process should be preserved...use manual instruments when bony remodeling is necessary¡¦more highly collapsed cervical disc spaces may require aggressive endplate remodeling and distraction for remobilization, which could create a highly osteogenic environment. Disc spaces that are not remobilized adequately may have limited motion, which may encourage bone formation and possible fusion. Just prior to closing of the surgical wound, the technique guide recommends: copious saline lavage is recommended to remove osteogenic stimuli (blood/bone marrow). The prodisc-c product label lists as a potential risk associated with implants in the spine "bone formation that may reduce spinal motion or result in a fusion, either at the treated level or at adjacent levels." During the two year prodisc-c clinical trial, 3 of the 103 patients implanted with prodisc-c had an unintended fusion (bridging trabecular bone and loss of motion ((< 2º)) as a result of ho. There was no statistically significant difference in the overall success of patients with motion < 4º versus those with motion< 4º. The source of the patient's pain remains unclear in this case. There is no clinical evidence to show that osteophytes are the reason for the patient's continuing pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted by (B)(4). All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All components showed evidence of iatrogenic damage. The backside surfaces of the endplates showed remnants of bone. The endplates had evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. Machining marks were observed on the backside surface and perimeter of the polyethylene inlay. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with multi-directional scratches consistent with normal wear. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The polyethylene inlay shows signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is iatrogenic damage present on all three components consistent with surgical removal technique. There are signs of impingement on the superior and inferior endplates. No new risks, user needs, or updates to the product development evaluation have been identified as a result of the condition of the device.